Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Heads [ broke off, bristles came out during brushing / husband. Almost swallowed it - oral-b [device breakage]. Heads came loose - oral-b [device connection issue] . Case narrative: consumer via e-mail reported that the oral-b toothbrush heads broke off, the bristles came out during brushing, they came loose, and their husband almost swallowed one. No injury was reported. 03-jan-2025 via image: the suspect product lot was 470413200. No injury was reported. 06-jan-2025 follow-up via digital safety assessment survey: the reporter¿s husband was 64 years old. No injury was reported.